Event description:
This report is being supplemented to provide additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer in b3.

Event description:
The distributor reported to olympus, the air/water flow system on the colonovideoscope had air/water flow issues. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was a delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
(B)(6). The device was returned to olympus for evaluation and customer allegation was confirmed. In addition to the findings reported, the bending section adhesive had a chip, crack and scratch. Due to clogging of nozzle, air and water supply volume and the water removal ability does not meet specification. The bending angle up direction and the play of the upward/downward angulation control knob were out of specification. The on-water detection sticker 1b, dots were smudged and connected. The light guide and objective lens had discoloration. Scratches were also found on the following device components: plastic distal end cover, scope connector cover, universal cord, flexibility adjustment ring, the grip, lock engagement lever and knob, connecting tube, right/left knob, control unit, switch box, and switch #2. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.